Event description:
It was reported that the patient was found down by their family and the ventricular assist device (vad) exhibited low flow alarms. The patient subsequently died of circulatory failure.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. Available autolog report revealed a slightly decrease in power consumption and estimated flows starting on 25-feb-2021 followed by an increase in power consumption and estimated flows on 01-mar-2021. Two (2) low flow alarms have been logged on 01-mar-2021. As a result, the reported low flow event was confirmed. Information received from the site indicated that, in addition to the reported low flow event, the patient died of circulatory failure. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, possible cause of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, th e progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to the product event summary. Product event summary: the ventricular assist device (vad) ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. Review of the available auto logs report revealed a slightly decrease in power consumption and estimated flows starting on 25-feb-2021 followed by an increase in power consumption and estimated flows on 01-mar-2021. Two (2) low flow alarms have been logged on 01-mar-2021. Review of the available auto logs report also revealed one (1) controller power up event with an associated pump start event logged on 01-mar-2021 at 07:13:29. Prior to the power up event, (B)(6) was connected to power port one (1) and an adapter connected to power port two (2). After the power up event no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for one (1) minute and one (1) second. Furthermore, review of the available auto logs report revealed sixteen (16) vad disconnect alarms, fifteen (15) controller fault alarms, and two (2) critical batt ery alarms logged since 02-mar-2021. Of note, it was reported by the site that all alarms except for the low flow are postmortem. As a result, the reported low flow and loss of power events were confirmed. Information received from the site indicated that, in addi tion to the reported low flow event, the patient died of circulatory failure. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, possible cause of the reported low flow event may be att ributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the observed vad disconnect alarms can be attributed but not limited to a physical disconnection of the driveline from the controller. A possible root cause of the observed controller fault alarms can be attributed to a to a faulty internal component and/or the batteries depleting completely. A possible root cause of the critical battery alarms can be attributed to the battery depleting below 10%. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1:controller d4: serial #: (B)(6), h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. E1 initial reporter street was corrected from (B)(6). B5 and h10 regarding (B)(6) were updated. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2018 / serial #: (B)(6) UDI #:(B)(4) d9: no h4: mfg date: 02-nov-2017 h5: no h6: patient ime code(s): e0607 h6: imf code(s): f02 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that review of log files revealed a loss of power to the controller. The controller was removed from service.